Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0037874385. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift. . Risk review. A risk review was completed and confirmed that the event of movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted. During the procedure the laa was measured and the closure device was chosen given the measurements taken on intracardiac echocardiography (ice). There was one repositioning of the closure device. The physician landed slightly distal on the first deployment so the decision was made to reposition the closure device more proximally. There was a pocket of mitral pectinate and the first deployment did not appear to be well opposed. The goal was to have a small shoulder to sit on top of the mitral pectinate. The closure device was repositioned more proximally to have a small shoulder on the mitral ridge and then interrogated for position, anchor, size and seal (pass). The closure device met pass and was released. Immediately after release, there was a slow and subtle change of the closure device. It had slowly recoiled inside the laa, slightly tucking its proximal shoulder under the mitral ridge, inside the pectinate previously mentioned. Upon further investigation, the physician determined there was no need for any further interventions. Using ice, it appeared to have contact on the face of the closure device and there was no visible leak seen. The patient was discharged according to the hospital normal protocols.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted. During the procedure the laa was measured and the closure device was chosen given the measurements taken on intracardiac echocardiography (ice). There was one repositioning of the closure device. The physician landed slightly distal on the first deployment so the decision was made to reposition the closure device more proximally. There was a pocket of mitral pectinate and the first deployment did not appear to be well opposed. The goal was to have a small shoulder to sit on top of the mitral pectinate. The closure device was repositioned more proximally to have a small shoulder on the mitral ridge and then interrogated for position, anchor, size and seal (pass). The closure device met pass and was released. Immediately after release, there was a slow and subtle change of the closure device. It had slowly recoiled inside the laa, slightly tucking its proximal shoulder under the mitral ridge, inside the pectinate previously mentioned. Upon further investigation, the physician determined there was no need for any further interventions. Using ice, it appeared to have contact on the face of the closure device and there was no visible leak seen. The patient was discharged according to the hospital normal protocols.